Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This device was identified as part of a customer notification dated 02/22/2010. (B)(4).

Event description:
Document received alleged the pump slipped down the IV pole resulting in an adverse event to the nurse. The documents indicated the event involved an "ICU nurse at (B)(6)." Allegedly, the nurse attached the pump to the IV pole and "afterwards, the pole started to slip down the pole." Allegedly, the nurse "noticed this and attempted to catch the pump." The nurse "claims to have injured her back and was later diagnosed with a back strain, l5-s1 lumbar disc." It was reported that "she underwent a lumbar discectomy last fall." Though requested, no additional information was provided.